Event description:
It was reported that the high voltage lead impedance have been slowly increasing. It was unable to determine the cause of the impedance anomaly and further lead evaluation was recommended. The decision was made to continue monitoring the patient. No changes will be made until the battery reaches eri.